Manufacturer narrative:
The reported event of a possible programmed overinfusion of morphine could not be confirmed. The event date was reported to be (B)(6) 2017 between 0130 and 1300. Programming cannot be determined due to the pcu event log and the pca event log both have entries starting on (B)(6) 2017, which is after the event occurred. The root cause of a possible morphine overinfusion was not identified. Code 81: devices not received, log review only.

Event description:
The customer reported an over-infusion of pca morphine, stating that the pump was initially programmed to infuse a concentration of 60mg/30ml, however the concentration was later changed to 300mg/30ml and they suspect the pump was not reprogrammed to match the new concentration. The customer suspects this may have occurred twice on the same patient on successive days. There was no patient harm.